Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient was in stable condition.